Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010 this 23 mm sjm trifecta valve was implanted. On (B)(6) 2016, aortic stenosis was noted via echocardiogram. The patient was hospitalized on (B)(6) 2016 and another echocardiogram revealed aortic insufficiency in addition to the aortic stenosis. On (B)(6) 2016, a valve-in-valve procedure was performed with a 23 mm corevalve evolut r valve.